Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
It was reported that during patient treatment, the anesthesia system did not deliver volumes as expected. The received log contains alarm for low fio2. There was no patient harm. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
According to received information, the hospital's technical department tested the device but could not reproduce the reported issue. The received logs show that a successful system checkout was performed prior to the event and that there are no technical error codes in the received technical log. The event log confirms clinical alarms, most likely due to leakages during the case. The true cause has not been determined.

Event description:
Manufacturer's reference number: (B)(4).